Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of having unexplained high blood glucose of 487 mg/dl which is not coming down. Troubleshooting was declined for high blood glucose and customer was advised on insertion techniques. Customer indicated that he would try a different site for insertion. The customer was advised that the device would be replaced and agreed to return the product for analysis.